Manufacturer narrative:
Other relevant device(s) are: pn: 960-152, version: (B)(4). A manufacturer representative went to the site to test the navigation system. The system performed as intended. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a functional endoscopic sinus surgery (fess). It was reported that the site pushed CT exams to the system and one of the exams stated "selected exams exceed available system resources. Please unload exams before proceeding." The other CT was not valid for navigation and the third one was only 12 slices. Technical services recommended trying to import the exams via disc and not the network. Additional information was received stating that the exam loaded fine via disc. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information was received on 2019-09-04 stating that the site occasionally would previously transfer all patient exams from electronic picture archiving and communication systems (pacs) for a specific patient when attempting to load a specific series.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.